Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the axsym analyzer sample probe crashed because the axsym troponin-I adv reagent pack bottle seal was not attached to lid. There was no impact to patient management reported.